Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed the central control monitor (ccm) hard drive assembly into a lab use only (luo) ccm and powered it on. The ccm failed to boot correctly and displayed a screen with the same 'press f1-f4 to select drive or select partition1' message and 'no valid commercial license found' message. The pst installed a luo ccm hard drive and it booted to the splash screen. It was determined that the ccm hard drive assembly did not meet specification.

Manufacturer narrative:
Per the manufacturer's sales associate, the monitor was not connecting to the heart lung machine. He directed the perfusionist to restart the heart lung machine but the issue remained. The field service representative verified that the ccm would not boot up. He replaced the ccm hard drive. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that a 'press f1-f4 to select drive or select partition 1' message was displayed on the central control monitor (ccm) and the ccm would not boot up correctly. There were no reported adverse consequences to the patient.